Event description:
The customer reported that the system intermittently shut down without command and would also intermittently not display an image. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.